Event description:
At a 24 hour follow-up after the closure treatment to obliterate a refluxing greater saphenous vein (gsv) in the left leg, a non occluding thrombus was detected by duplex ultrasound scan. The thrombus extended from the gsv into the common femoral vein. The patient was asymptomatic of any indications of dvt. The thrombus was removed by venous thrombectomy procedure and surgical ligation of the gsv was also performed. The pt was not placed on any anticoagulation therapy. The pt was released after an overnight stay in the hospital.